Event description:
It was reported that during surgery, a little thunder was heard and a lot of smoke was coming out from the wand. The console missed recognizing that it had a connected piece. The procedure was successfully completed without delay using a competitor device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship between the reported event and the device could not be established. A review of the device history records for the reported lot number showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review for lot number for the past 3 years found no related failures; this failure mode will be trended to assess for any necessary corrective actions. No containment or corrective actions are recommended at this time. Without the reported product a visual inspection and functional evaluation cannot be performed and customer´s complaint cannot be confirmed. Potential factors unrelated to the design or manufacture of the device that may lead to electrical short include, but are not limited to: 1- a saline leak inside the handle. 2- there was an attempt to excavate large ablated tissue remnants. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.